Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), the haptic twisted towards the endothelium. The lens was removed through an enlarged incision and a backup lens was implanted. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are broken in the gusset area. One haptic is bent in the gusset area. Scratches are observed on the optic. All product and batch history records are quality reviewed prior to product release. The file indicates the use of a non-qualified cartridge. The root cause is most likely related a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received reporting there was a suture used during the enlarged incision. The patient experienced induced astigmatism and postoperative bullous corneal edema.